Manufacturer narrative:
(B)(4). Date of event: the event occurred in (B)(6) 2019, however, the date of the event was not reported. The product lot number is not available / not reported. The expiration date of the device is not known. The device manufacture date is not known as the product lot number of the device is not available / not reported. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Details about the procedure and the sequence of events leading up to the vasospasm were not reported, so it is not possible to conclusively determine the root cause of the event; however, vessel characteristics, patient, and procedural factors may have contributed. Since the arterial spasm was reported as an intraprocedural finding, the relationship of the device to the reported event cannot be excluded, and it is not clear if medical or surgical intervention was performed to preclude life-threatening illness or permanent injury/impairment, the event meets the required criteria for MDR reporting as a ¿serious injury¿. There was no report of a device malfunction. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient from the (B)(6) study (subject # unk) experienced vasospasm during the use of a 5 x 33 embotrap ii (et007533 / lot# unk) revascularization device. It was reported that no medical intervention was performed. The procedure was successfully completed. There was no report of malfunction with the embotrap device.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that multiple attempts have been made to obtain additional information were unsuccessful; the investigation will be closed as no further investigation can be performed at this time. If additional information is provided at a later date, the file will be updated and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that the patient from the registrap study (subject # unk) experienced vasospasm during the use of a 5 x 33 embotrap ii (et007533 / lot# unk) revascularization device. It was reported that no medical intervention was performed. The procedure was successfully completed. There was no report of malfunction with the embotrap device. Multiple follow-up attempts were made to obtain additional information related to the reported event were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Details about the procedure and the sequence of events leading up to the vasospasm were not reported, so it is not possible to conclusively determine the root cause of the event; however, vessel characteristics, patient, and procedural factors may have contributed. Since the arterial spasm was reported as an intraprocedural finding, the relationship of the device to the reported event cannot be excluded, and it is not clear if medical or surgical intervention was performed to preclude life-threatening illness or permanent injury/impairment, the event meets the required criteria for MDR reporting as a ¿serious injury¿. There was no report of a device malfunction. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.